Event description:
Boston scientific received a data review request of this subcutaneous implantable cardioverter defibrillator (s-ICD), as one untreated and on treated episode were observed. The field rep stated the rate appeared to be an atrial tachycardia with aberrant conduction, along with t-wave oversensing. The rhythm then progressed and therapy was delivered. The rate accelerated into a ventricular tachycardia (vt) or ventricular fibrillation (vf) and a second device shock was delivered; successful rate conversion then exhibited. The technical services (ts) data analysis suggested the pt may have suffered from paroxysmal atrial flutter (af): two episodes were confirmed. Both cases exhibited a rate plot with a gradual increase from approx 60 to 100 bpm followed by sudden increase to 150 bpm. The af rate was approx 300 bpm with an appropriate ventricular response. Ts confirmed the changes in qrs morphology, mainly amplitudes decreases, caused system oversensing and in the second episode resulted in an inappropriate shock. This shock initiated a polymorphic vt which was terminated by a second device shock. Proper sensing and normal system measurements were exhibited during the shocking episodes. Ts provided recommendations to review the system sensing vectors and inquire what the pt may have been doing during the time points of these events.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.